Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient has recently presented with pain around the hip and x-rays show evidence of wear in the cup.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: root cause: undeterminable; limited information available. The failure after 17 years implantation could have been due to patient factors, implant factors, surgical technique or surgical procedure. After 17 years it is unlikely there is a manufacturing fault with the device. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.